Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr # (B)(4). Initial MDR mailed on (B)(4) 2013.

Event description:
Philips received information from the customer reporting there was no communication available from the gantry microphones. There was no report of harm to a patient, operator or bystander as a result of the reported event.